Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient &#50569;sited&#55316;he hospitalized; however, it was not reported if the patient was admitted to the hospital for the peritonitis event. On an outpatient basis, the patient was treated with &#50510;specified treatment&#55336;drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.